Event description:
Approximately 3 year(s) post-operative of a previously revised left rtsa, it was reported via clinical study that the patient experienced instability/subluxation with reported pain and clicking but no known injury. The patient was previously revised for a subscapularis tear of the rotator cuff and following for glenoid loosening. The patient has been scheduled for standard reverse revision surgery next year and the outcome of this event is considered continuing as no actions were taken at the time of this event. The clinical report indicates that this event is definitely related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10): concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: (B)(6). 315-35-00 - glnd kwire (B)(6). 320-02-38 - rs expanded glenosphere 38mm, +4mm offset (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-15-06 - rs glenoid plate ext cag +10mm cage peg (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-38-03 - 145-deg pe 38mm hum liner +2.5 (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit (B)(6).

Event description:
Approximately 3 year(s) post-operative of a previously revised left rtsa, it was reported via clinical study that the patient experienced instability/subluxation with reported pain and clicking but no known injury. The patient was previously revised for a subscapularis tear of the rotator cuff and following for glenoid loosening ((B)(4)). It was recently reported that the patient underwent a standard reverse revision with the reported removal of the humeral tray and humeral liner. The outcome of this event remains continuing and the clinical report indicates that this event is definitely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, f, g. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.